Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: the battery compartment was cracked below the bumper pad. Unrelated to this issue, the keypad was peeling, but all of the buttons were still responsive. There was no contamination found on the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 09/30/2015.